Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that during a revision procedure, the patient¿s lead broke while it was being removed. The physician does not plan to remove the lead fragment. The patient experienced a cerebrospinal fluid leakage. A saline flush was performed and the physician implanted a second lead. The patient has recovered without sequelae.